Manufacturer narrative:
A medtronic representative discovered that when the reported issue occurred, the customer used a CT exam with 0.5mm slice thickness (700 images) and the stealth had a hard time operating with the large file size. He sent the radiology department remedial imaging protocol instructions and spoke with the surgeon. He tested the system and it performed properly with a smaller exam. Core files from the system were analyzed by engineering. Unable to determine root cause from core file analysis.

Manufacturer narrative:
While in trouble-shooting, it was determined that the CT scan used was .5mm thickness (700+) images. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported that during a non invasive shunt case, the "application crashed" while navigating the catheter. The staff had just changed a quadrant to guidance view when this occurred. The staff had three tools plugged in the axiem portable box: noninvasive tracker, tracer probe, and stylet. A medtronic representative, troubleshooting with the site, recommended they power cycle and re-start the system. With this, they were able to get back to the registration and navigation. The surgeon opted to continue the procedure to completion without the use of navigation, determined it was no longer needed at that point. There was no impact on patient outcome.